Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection (uti), pain, hematuria, incontinence, urethral or bladder trauma, urethral sphincter dysfunction, bladder fistula, bowel injury, catheter blockage and leakage when asked if they experienced complications using the 3-way hydrogel coated prostatic catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not return.ed

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection (uti), pain, hematuria, incontinence, urethral or bladder trauma, urethral sphincter dysfunction, bladder fistula, bowel injury, catheter blockage and leakage when asked if they experienced complications using the 3-way hydrogel coated prostatic catheter. It was unknown what medical intervention was provided.